Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a device failure analysis of the micropuncture transitionless access set that a partial separation occurred. The original incident was noted as difficult advancement of the device in an unspecified procedure. After removing the first device, another device was used and no further issues were reported. However, after manufacturer evaluation, it was determined that the coils appeared "pushed away" from the solder connection between the mandrill and coil. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a partial separation, where the coils appeared pushed away from the solder connection between the mandril and coil. This separation was noted at length of approximately 33.4 cm from the proximal end of the device. At the partial separation, the needle was not able to pass over the wire guide. The length of the coil/mandril separation was approx. 0.2 cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.